Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6), stating that there was debris in the sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of event is unk. There was no additional info provided.